Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant: reported as unknown date approximately a month ago. Devices are not expected to be returned without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted on an unknown date approximately a month ago for a fractured proximal ulna. Post-operative x-rays taken on an unknown date identified that two (2) screws had backed out of the plate. Patient was returned to the operating room on (B)(6) 2016 for revision to remove an unknown va (variable angle) olecranon plate and eight (8) unknown screws. Two (2) of the eight (8) screws had backed out; there was no reported allegation of deficiency or malfunction against the plate or the other six (6) screws. Patient was revised to a longer plate and more screws. The surgery was successfully completed with no reported delay and no reported harm to the patient. Patient status during and following surgery is reportedly stable. This report is for two unknown screws. Concomitant medical products: unknown variable angle olecranon plate (part # unknown, lot # unknown, quantity # 1), unknown screws (part # unknown, lot # unknown, quantity # 6). This is report number 1 of 1 for (B)(4).